Event description:
The pt underwent the index procedure due to acute coronary syndrome. One endeavor drug-eluting stent was deployed to the proximal circumflex. Post-stent deployment residual stenosis was 0%. The pt is reported as not having received a peri-procedural loading dose of thienopyridine. On an unk date, the pt began an 81mg aspirin dosing. On the day of the index procedure, the pt began 75mg clopidogrel dosing. The pt was discharged the day following the index procedure. Approx three months after the index procedure, the pt was hospitalized with chest pain, acs: non-stemi with ECG changes and tropin I of 0.624. A percutaneous coronary intervention (pci) with drug eluting stents was performed to mcirc and om1. On the day following the event, the pt received a peri-procedural loading dose of plavix (clopidogrel) 300mg. Also on the day following the event, the pt underwent a pci procedure for indication acs. Three days following the event, the pt underwent a pci procedure for an unk reason. At the time of reporting, the pt was still hospitalized, considered recovering and the event resolving. In the investigator's opinion, the event was considered severe in intensity, not related to the study medication, not related to the study device and not related to the study procedure.

Manufacturer narrative:
(B)(4). Results: (myocardial infarction).